Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that they obtained a discordant, falsely low glucose (glu) result on a patient sample and results flagged with "abnormal assay" on the dimension vista 1500 instrument. Siemens reviewed the instrument data and determined that there was an issue with the sample mixer. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran service methods tests on the dimension vista 1500 instrument and determined that the cs1mix test recovered out of specifications. The cse replaced, aligned and primed sample probe 1 (s1) and reran service methods tests; the cs1mix test recovered out of specifications. Then, the cse ran two levels of quality controls (qcs) multiple times, recovering within expected ranges. On (B)(6) 2018, the cse returned to the customer's site and installed and aligned a dimension vista 500 instrument's sample 1 mixer on the instrument. Then, the cse ran service methods tests and qcs, resulting within specifications. The cse returned to the customer's site for this issue and an unrelated event and replaced the sample 1 mixer, sample 3 mixer, and coupler; the cse auto-aligned s1 and aligned sample 1 mixer. The cse also ran quick check and service methods tests and qcs, resulting within specifications. The cause of the discordant, falsely low glu result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun on the same instrument, resulting in a higher result. The repeat result was reported, as the correct result, to the physician(s). The patient was also tested using a finger stick device. The customer did not provide the result obtained on the finger stick device and indicated that the result matched the repeat result, obtained on the initial instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.

Manufacturer narrative:
Siemens filed the initial MDR on 19-jun-2018. Additional information (27-june-2018): siemens further reviewed the instrument health report (ihr) that was run on the day of the event and observed "aliquot probe: sample aspiration error (short sample/ irregular)". Siemens determined that the cause of the discordant, falsely low glucose (glu) result was due to a weak sample mix. This was resolved when the cse aligned sample probe 1 (s1) and replaced the s1 mixer. The instrument is performing within specification.